Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: mcs-p3-31-aoa-us transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) set screw backed out of the header and fell out of the device. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.